Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced high blood glucose (bg) event leading to hospitalization on (B)(6) 2025. The patient blood glucose (bg) was 20 and got treated with intravenous insulin and correction injection via pump. The patient was hospitalized for 4 days. The patient was released on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.